Manufacturer narrative:
H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming overtempt. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4: primary UDI number; corrected. D9: date returned to mfg.: 4/30/2024 h3 and h6. Evaluation codes: updated. One device was received for evaluation. The complaint that the device alarming over temperature was not confirmed. Fluid ingress on the printed circuit board (pcb) from a cracked return tube caused the pcb to malfunction. Replaced the pcb, and the device has passed all tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.